Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer complained that a false negative crossmatching on tango occured. She reported that a patient sample with a known anti-c was tested against six donor units that were c positive. The first run yielded in three correct positive and three false negative results. In the second run this customer received two correct positive, three false negative and one +/- result. The patient sample and the six donor samples that had caused false negative crossmatching were sent to us for quality control, but none of the supposedly defective product was returned. The crossmatching samples were retested in our quality control laboratory with our retained sample of anti-human globulin anti-igg solidscreen ii on tango. All six testings showed correct positive results. We did not observe any false negative reactions. Testing by the quality control laboratory confirmed the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. A field service engineer did not find any indication for an tango optimo malfunction.